Event description:
A facility reported that the bipolar forceps (cev397bg) does not coagulate. The device was in contact with a patient. There was no adverse event reported and no significant delay in surgery time.

Manufacturer narrative:
The bipolar forceps (cev397bg) was returned for evaluation. The device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. The investigation of the bipolar forceps verified, the complaint reported by the customer as valid. The device did not pass the electrical test. The coating was not damaged between the jaws and the tube. However, there was a short circuit under the tube. In addition, a medical assessment was performed for this event. The following was concluded: it is self-evident from the complaint, that continuity exists between electrodes. And so would be recognized, by the power source and the emission of power would cease. There may have been damage from other instrumentation or devices that occurred, inside the lumen of the cannula, during reprocessing, causing damage to the insulation. However, based on the complaint information received and reviewed to date, the cause of the reported issue cannot be determined. As reported in the complaint, there was no patient or user injury associated with the device issue. Although, this finding may result in the device not able to function appropriately to provide hemostasis, no adverse trend has been identified, per investigation. This was the first occurrence of the risk for this device family for 24 months. As stated, in the instructions for use (IFU), it is imperative, that before each use, the condition of the instruments should be thoroughly examined to be intact and in good working condition either visually under magnification or with a high voltage insulation testing device to avoid any safety hazard. No corrective action required at this time.